Manufacturer narrative:
One cadd prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was verified. The event log shows wrong cassette alarm messages. The downstream occlusion sensor will be replaced in service. Use testing was performed. The problem source is defective component induced by the customer.

Event description:
Update from customer. No patient involvement.

Event description:
Information was received that a smiths medical cadd prizm vip pump reported wrong cassette. No patient injury resulted.